Event description:
It was reported the patient experienced loss of sensation in his lower extremities post permanent implant. The patient underwent surgical intervention. During the procedure, the surgeon explanted the lead. The lead was cut during the procedure. The patient was successfully re-implanted on a later date and reports effective coverage.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.